Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported "low flow" event could not be confirmed through log file analysis since log files were not provided for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible root causes of the reported "low flow" event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s ventricular assist device (vad) implantation had gone well. Three days later, the patient was returned to the operating room with an ischemic right hand. A cutdown and thrombectomy of the right brachial artery was performed along. The brachial artery and antecubital fossa and old arterial line site were repaired. This was followed by cutdown and thrombectomy of the right radial artery and a final arteriogram. The patient was transferred to a stepdown unit on (B)(6) 2018. The patient was subsequently developed right ventricular dysfunction and hypotension requiring inotropic support and was transferred back to the cardiovascular intensive care unit (cvicu). The site indicated that an echocardiogram was performed. On (B)(6) 2018, the patient was transferred to the stepdown unit again. However, the patient developed increased lethargy and hypercapnia was transferred back to the cvicu where they were treated with bilevel positive airway pressure support and a dopamine infusion. On (B)(6) 2018, the patient was seen by a pulmonologist and some jugular vein distension was noted. The patient¿s lasix was increased. The pulmonologist noted that the patient had contraction alkalosis with respiratory compensation. The patient¿s right diaphragmatic weakness was suggestive for phrenic nerve injury. The patient was further noted to have a large left-sided pleural effusion that was reported to be anechoic. A second echocardiogram was performed that revealed a dilated right ventricle (rv) with moderate dysfunction and fluid overload. The patient became acutely unresponsive while sitting up and speaking with family around 2:40pm that day and a physician was called to the patient¿s bedside. Respiratory arrest with a large volume emesis occurred with aspiration. The patient was then intubated. The patient developed progressive hypotension requiring aggressive resuscitative efforts. The patient¿s vad indicated low flow alarms during these events. The hospital staff did manage to briefly obtain a return of the patient¿s circulation. A bedside echocardiogram was reviewed on (B)(6) 2018 that revealed stable findings and known rv dysfunction. A bronchoscopy with washout was performed. This was follow ed by refractory hypotension despite multiple rounds of resuscitative efforts (including compressions) that lasted more than 90 minutes. An echocardiogram revealed no cardiac motion. The patient was pronounced dead at 5:15pm. The pump remains in situ post-mortem.